Event description:
It was reported that during a procedure to treat an unruptured saccular aneurysm in the left internal carotid artery using a framing coil fc-10-30-3d, there was an issue with the non-detachment of the coil. The coil detachment was attempted twice with the instant detacher and twice manually via hypotube, but the coil did not detach and was subsequently removed. The patient's blood flow was normal, and the vessel tortuosity was moderate. After the initial coil failed to detach, it was removed, and another coil was inserted. There was no issue with the instant detacher. The patient was being treated for an unruptured, saccular aneurysm in the left internal carotid artery (ica). The max diameter was 10mm and the neck diameter was 6mm. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event. Ancillary devices: headway 17 catheter

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there were no issues prior to the non-detachment, and no pushwire damage was observed.